Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a proglide device after a heart cath interventional procedure using a 6f sheath. Reportedly, when the plunger was deployed, the vessel was felt heavily calcified and the plunger as unable to be removed from the vessel. The patient was sent to surgery to remove the device from the vessel. Fentanyl and versed were administered for the surgical procedure. The device separated into two pieces. No vessel damage was noted. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: d9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation.